Manufacturer narrative:
Qn#(B)(4). Per DHR the product horizon ti lg 6/cart 120/box lot# 73h1900148 was manufactured on 08/07/2019 a total of (B)(4) pieces. Lot was released on 08/15/2019. DHR investigation did not show issues related to complaint. The customer returned 4 loose, closed clips from unit 004200 horizon ti lg 6/cart 120/box for investigation. The cartridge or applier was not returned. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that the clips appeared typical with no defects present. Reference attached file (B)(4) for investigation photos. R & d engineers and marketing were consulted about this complaint issue. Per r & d, "repeated design verification testing (over the lifetime of the horizon product line) has repeatedly demonstrated that horizon appliers (all sizes) that are within design requirements (verified) for the tip set and alignment will close the clip every time." "Failure to close on a blood vessel is almost assuredly an issue with the applier, not the clip." Without the applier being returned, it could not be determined exactly what caused the reported complaint issue. However, it appears to be most likely due to the applier needing to be serviced (whether it is damaged or misaligned). In service request ci-0000192 has been submitted. Per r & d, "repeated design verification testing (over the lifetime of the horizon product line) has repeatedly demonstrated that horizon appliers (all sizes) that are within design requirements (verified) for the tip set and alignment will close the clip every time." "Failure to close on a blood vessel is almost assuredly an issue with the applier, not the clip." Without the applier being returned, it could not be determined exactly what caused the reported complaint issue. However, it appears to be most likely due to the applier needing to be serviced (whether it is damaged or misaligned). In service request ci-0000192 has been submitted. The reported complaint of "ligation failure-clip removes easily" was confirmed based upon the samples received. Four loose, closed clips were returned. Visual examination of the clips revealed that they appeared typical with no defects present. R & d engineers and marketing were consulted about this complaint issue. Per r & d, "repeated design verification testing (over the lifetime of the horizon product line) has repeatedly demonstrated that horizon appliers (all sizes) that are within design requirements (verified) for the tip set and alignment will close the clip every time." "Failure to close on a blood vessel is almost assuredly an issue with the applier, not the clip." Without the applier being returned, it could not be determined exactly what caused the reported complaint issue. However, it appears to be most likely due to the applier needing to be serviced (whether it is damaged or misaligned). In service request ci-0000192 has been submitted.

Event description:
Issue reported: horizon titanium clip repeatedly slipped off mammary artery. Several clips would not cinch tight onto artery causing the patient unnecessary bleeding. This has happened before but seems now a repeat issue. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: horizon titanium clip repeatedly slipped off mammary artery. Several clips would not cinch tight onto artery causing the patient unnecessary bleeding. This has happened before but seems now a repeat issue. The patient's condition was reported as fine.